Event description:
On (B)(6), 2011, the lay user/patient's father contacted lifescan (lfs) alleging the patient's onetouch lancing device was penetrating his skin too deep and sometimes not fully. The medical surveillance specialist (mss) spoke with the patient on (B)(6), 2011, and obtained the following information. The reporter was not sure when the alleged issue began but he claimed that when the depth setting was set on a shallow puncture depth, the lancet did not penetrate the skin fully to obtain a blood sample and when the depth was adjusted to a deeper setting, it penetrated too deep. The reporter claimed that on an unknown date and time after the alleged issue began, the patient suffered a viral infection at the puncture site (wart) that required treatment of antibiotics from his doctor. The reporter could not confirm that the infection occurred as a result of the reported issue with the lancing device. At the time of troubleshooting, the cca noted that the subject lancing device was in use for approximately 2 year prior to the alleged issue beginning. The patient was reportedly using the correct lancets. Replacement products were sent to the patient. Although it is unclear exactly how the subject device could have caused the injury, this complaint is being reported due to the fact that the patient required medical treatment after the alleged issue began

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the lancing device involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the lancing device has passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.